Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/26/2024.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening assessed, as fold flaw opening. And missing piece of shell assessed, as inconclusive. As per the investigation procedure: crease and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted.